Manufacturer narrative:
The customer reported complaint for the platform displayed an error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during archive data review and functional testing. Load cell was found defective and a replacement was required. Visual inspection was performed and found a damaged front and bottom enclosures, top and load plate covers, bent battery lock clip and loose battery spring, unrelated to the reported issue. To remedy the damage, the front and bottom enclosures, top and load plate covers, battery lock clip and battery spring were replaced to address the damage. The autopulse platform is a reusable device. This type of physical damage found during visual inspection is characteristic of normal wear and tear for the age of the device. During functional testing, user advisory (ua) 07 error message displayed upon power on the device, thus confirming the reported complaint. Review of the archive data indicated multiple error messages user advisory (ua) 07 around the customer reported event date. Following the service repair, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse platform with serial (B)(4).

Event description:
During the shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. No patient involvement.